Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "acetabular pain, socket was removed along with the liner. Surgeon remarked that socket did not ingrow."